Event description:
A customer reported that the system had no phaco power. The system was rebooted to resolve the issue. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer resolved the issue remotely. The system was manufactured on december 11, 2009. Based on qa assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. However, the system is not suspected to have contributed to the event. (B)(4).